Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the right ventricular lead pacing impedance was high and out of range. The physician re-positioned the lead but the issue was not resolved as the lead exhibited high capture thresholds with intermittent capture and r-wave amplitude variability. The lead was extracted and replaced. The patient was stable throughout the case and did not have any complications.